Event description:
Revision surgery - broken stem on tibial poly.

Manufacturer narrative:
Per note from sales agent - spoke with surgeon's o.r. Nurse on (B)(6) 2010. Nurse stated she would fax additional info to sales agent.